Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported evaluation of this device. Needle advancement where the needle derails from the elevator. There was no report of patient harm. The time of event is during use. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50844) which was submitted. Therefore,MDR (9610877-2022-00486) filed on april 20, 2022 is considered a duplicate report.